Manufacturer narrative:
No patient contact reported. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was observed on a model zcb00 intraocular lens (iol). No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/27/2018. Device evaluation: the sample was evaluated and no particles/debris was observed. Therefore, the complaint reported was not confirmed and no product deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.